Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a audio tone/vibration (no sounds) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may cause the user to miss an alarm or warning that may cause cessation of insulin delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 07/17/2017 with the following findings: during investigation, the pump powered up to an intermittent auditory alarm. Unrelated to the original complaint, moisture was found in the battery compartment. Additionally, the battery compartment was cracked from the threads to the case seal left of the grip pad. A leak was found in the battery compartment. The pump was opened to find a cracked piezo solder joint.